Event description:
It was reported that during the treatment of a pelvic fistula, the scepter c balloon was used to temporarily occlude blood flow and inject liquid embolic agent (onyx) into the fistula. The physician used the liquid embolic agent which had reflux around the balloon. After injection of the liquid embolic agent, the balloon became stuck at the place of the injection and was found to be difficult to retrieve. The device was cut at the proximal end and sutured at femoral puncture site. The balloon was used outside of the device labeling as onyx use is not indicated in the product labeling. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device remains within the pt and a portion was discarded. The root cause of this complaint is due to the product being used outside of the product labeling. The device functioned to specification up to this point. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.